Event description:
It was reported the stimulation was intermittent at the paresthesia area. At the time of the report, the pt was at home; the patient's status was undetermined. The pt was directed to contact the health care professional. Additional information has been requested from the hcp, but was not available as of the date of this report.